Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during the last fill. The patient was connected and all the bags were empty. The baxter technical service representative (tsr) assisted the patient with ending therapy. The patient had a leaking bag during set up but still used the bag. The patient would contact the nurse regarding the bag not being fully connected during priming and continuing to use the set up despite possible sterility issues. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient continuing to use the setup after finding a leaking bag. The rn stated she had not been made aware that the patient continued to use a leaking bag. When baxter product surveillance recommended a review of proper procedures, the rn informed baxter product surveillance that the patient had switched modalities for therapy and would no longer be performing peritoneal dialysis. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed; however, based on the information gathered during baxter's investigation, the root cause of the use error was undetermined. The label review found the labeling adequate for the use error in this complaint.